Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 sensor issue while using the ilet, requiring guidance to replace the sensor and reinitiate pairing, after which pairing and a warmup were completed and the user was advised on expected timing; the event involved intermittent communication failure and potential antenna involvement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components referenced as electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.